Event description:
It was reported that during the procedure, after advancing a 2.5x80x90 armada 14 percutaneous transluminal angioplasty catheter to a lesion in the anterior tibial vessel, while the balloon was able to be inflated and deflated, the attached non-abbott indeflator did not reveal pressure at any time during use; gauge consistently indicated zero pressure throughout inflation and deflation. The indeflator was switched out for another unspecified indeflator, but yielded the same result, both while inside of the anatomy, and after removal from the anatomy. The procedure was completed successfully using another armada 14 catheter. There were no patient effects and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported complaint that the attached non-abbott inflation device gauge consistently indicated zero pressure throughout inflation and deflation of the armada 14 device was confirmed, as the product analysis of the returned device revealed leaking of fluid from the hub y connector. It is likely due to a failure of the bond, allowing fluid to leak out the y connector. The severity risk level for this type of failure was assessed as low. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product deficiency related leaks was noted by the manufacture. Further assessment of this issue per site operating procedures is being performed. Corrective and preventive actions to address this issue will be implemented and the performance of these devices will continue to be monitored.